Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 39mm tendyne mitral valve was successfully implanted in a patient. On an unknown date in (B)(6) 2024, the patient hospitalized for right parietal intracranial hemorrhage. The patient's anticoagulation was held for few days and later discharged on reduced dose apixaban. On (B)(6) 2024 patient was admitted with ischemic stroke, patient anticoagulation was held again at this time and managed with aspirin and was considered not a candidate for thrombectomy by neuro neurology team. On an unknown date, the patient again admitted again due to hyponatremia and shortness of breath. The patient had some additional comorbidities such as thrombocytopenia, reduced intake due to recent stroke leading to inability to eat and drink. The patient developed worsening of shortness of breath and chest x-ray showed mild bibasilar ground glass opacities and small pleural effusions. Due to the worsening pulmonary status patient was placed on bilevel positive airway pressure (bipap) and was transferred to intensive care unit (ICU). The rapid response team (rrt) was activated due to increased work of breathing, increasing oxygen needs, and hypotension. An echocardiogram done had shown concerning findings of severe obstruction and prosthetic stenosis, and mobile mass (probably representing mitral valve chordae), and large mass on the posterior leaflet concerning for thrombus versus mass/vegetation, also with enlarged left atrium, right atrium, and severe pulmonary hypertension. While in the ICU, the patient eventually required vasopressor support, and was started on norepinephrine. The patient remained on bipap due to increased work of breathing. The patient had persistent renal failure, with poor urinary output, and increasing lactic acidosis. The patient was unable to move his right side due to right hemiparesis and unable to provide any answers as well. The patient was deemed not a surgical candidate due to multiple comorbidities and recent complications with intracranial bleed, ischemic stroke. The transesophageal echocardiogram (tee) was not recommended. The cardiology had recommended conservative management, fluid status optimization, and treatment with antibiotics. The patient's code status was changed to dnr/dni. On (B)(6) 2024, the patient had an acute event of wide-complex tachycardia, then developed agonal breathing. On bedside evaluation, the patient was pulseless and reported passed way.

Event description:
It was reported that on (B)(6) 2022, a 39mm tendyne mitral valve was successfully implanted in a patient. On an unknown date on (B)(6) 2024, the patient hospitalized for right parietal intracranial hemorrhage. The patient's anticoagulation was held for few days and later discharged on reduced dose apixaban. On (B)(6) 2024, patient was admitted with ischemic stroke, patient anticoagulation was held again at this time and managed with aspirin and was considered not a candidate for thrombectomy by neuro neurology team. On an unknown date, the patient again admitted again due to hyponatremia and shortness of breath. The patient had some additional comorbidities such as thrombocytopenia, reduced intake due to recent stroke leading to inability to eat and drink. The patient developed worsening of shortness of breath and chest x-ray showed mild bibasilar ground glass opacities and small pleural effusions. Due to the worsening pulmonary status patient was placed on bilevel positive airway pressure (bipap) and was transferred to intensive care unit (ICU). The rapid response team (rrt) was activated due to increased work of breathing, increasing oxygen needs, and hypotension. An echocardiogram done had shown concerning findings of severe obstruction and prosthetic stenosis, and mobile mass (probably representing mitral valve chordae), and large mass on the posterior leaflet concerning for thrombus versus mass/vegetation, also with enlarged left atrium, right atrium, and severe pulmonary hypertension. While in the ICU, the patient eventually required vasopressor support, and was started on norepinephrine. The patient remained on bipap due to increased work of breathing. The patient had persistent renal failure, with poor urinary output, and increasing lactic acidosis. The patient was unable to move his right side due to right hemiparesis and unable to provide any answers as well. The patient was deemed not a surgical candidate due to multiple comorbidities and recent complications with intracranial bleed, ischemic stroke. The transesophageal echocardiogram (tee) was not recommended. The cardiology had recommended conservative management, fluid status optimization, and treatment with antibiotics. The patient's code status was changed to dnr/dni. On (B)(6) 2024, the patient had an acute event of wide-complex tachycardia, then developed agonal breathing. On bedside evaluation, the patient was pulseless and reported passed way.

Manufacturer narrative:
An event of right parietal intracranial hemorrhage, ischemic stroke, hyponatremia, shortness of breath, bibasilar ground glass opacities, small pleural effusions, hypotension, severe obstruction, prosthetic stenosis, thrombosis, severe pulmonary hypertension, renal failure with poor urinary output, movement disorder, tachycardia, agonal breathing and patient death was reported. Field indicated that the patient had comorbidities such as thrombocytopenia, reduced intake due to recent stroke leading to inability to eat and drink. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received and medical review, the cause of patient death appears to be multifactorial, involving underlying comorbidities and acute bioprosthetic valve dysfunction. However, the exact cause of reported incidents and patient death could not be conclusively determined. The reported unexpected medical intervention was result of medication administered. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.